Manufacturer narrative:
Information references: the main component of the system and other applicable components are: product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: extension. Product ID: 3387s-40, lot# v754185, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported the implantable neurostimulator (ins), extension, and lead had "failed." No symptoms were reported. The patient was to have a staged procedure to remove the system. The first part of the staged procedure occurred on (B)(6) 2013. During the procedure and after disconnecting the extension and lead, the wire coil inside the lead appeared to be "discontinuous." A break was noted. Both the ins and extension were replaced at that time. Later, on (B)(6) 2013, the patient underwent the second part of the staged procedure. The implanted lead was removed and a new lead was implanted. The new lead was tested for function and found to be functioning well with few side effects and good efficacy. The patient was brought to the recovery room in good condition. The patient was indicated for essential tremor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported that the patient experienced an increased tremor in the left hand as a result of the failed implantable neurostimulator (ins), extension, and lead. A clinical note from (B)(6) 2013 reiterated that there lead wires were replaced, and that it was believed there was a fractured wire. However, when the device was interrogated high impedances were found at case and 1, case and 2, and case and 3, with bipolar leads also elevated at over 20,000, indicating a possible open circuit. Programming was attempted with no change in tremor, so the patient was redirected to their hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.